Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v249002, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via the manufacturers' representative reported that she had had the device for 6 years and it was no longer working for her. She was contemplating getting it explanted as she was (B)(6). She saw her health care professional in early (B)(6) 2015 and she planned to see him sometime after she started physical therapy. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow up report will be sent.